Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 60 bluetooth communications error occurred on an ilet, verified in device history, with repeated alerts after restart attempts and an estimated dozen restarts over a week; the user was instructed to restart and then to replace the ilet, to use backup subcutaneous insulin pens, and to follow the ketone action plan. Symptoms included hyperglycemia. Outcomes included temporary use of backup therapy, brief impaired glycemic control with a highest reported glucose of 241 mg/dl for a few hours, and no need for professional medical intervention. Investigation included review of device history, user troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.